Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this electrode was explanted due to erosion and signs of infection. Another lead was implanted with no further adverse patient effects. It was reported that due to the electrode exposure, noise contributing to a single inappropriate shock had been observed. The associated device remained unchanged.